Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The hypoglycemia event occurred after a sharp but brief hyperglycemic excursion that triggered insulin dosing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely the result of increased correction insulin in response to the hyperglycemic excursion after the user failed to announce a meal.

Event description:
On 10/17/2024 an ilet user reported they experienced a low blood glucose (bg) event requiring ems assistance. The event occurred on 10/17/2024. The user experienced a hypoglycemic event with their bg dropping to 48 mg/dl. The user felt weak, as if they were going to pass out, and was unable to walk. Ems was called, and the user consumed 1 glucose tablet, 6 crackers, 1 chocolate chip cookie, and a tangerine provided by ems to raise their bg. The bg increased to 100 mg/dl at the time of the call and continued trending upwards. The user mentioned that this low bg event occurred after announcing meals, which may have contributed to the drop. For instance, on (B)(6) 2024, the user announced lunch at bg levels of 67 mg/dl and 55 mg/dl, which led to further lows. The user expressed the need for more information on when to announce meals and snacks, as these lows have been frequent over the past week. Additional training was scheduled, and the user has an appointment with their endocrinologist on (B)(6) 2024.